Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as no device was available for an eval, no methods were performed and results cannot be obtained. Per the DHR review the lot met the process specs, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to I-flow for an eval, therefore we are unable to determine a cause for the reported event. It was reported by the reporter that the pump was restarted approx 4 hours later with no further signs or symptoms. Multipliable attempts have been made to gather add'l info without success. Should add'l info pertinent to this event become available, I-flow will submit a follow up report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.

Event description:
Fill volume: 400ml. Flow rate: 4ml/hr. Procedure: bilateral breast surgery. Cathplace: not provided. Date of surgery: (B)(6) 2014. An incident of metallic taste in pt's mouth and serosanguinous fluid leaking at the catheter site was reported to the product support line nurse. On (B)(6) 2014 at approx 4:30am the pt was advised to close the white clamps of each catheter and contact her surgeon. After the pt consulted with hosp staff the tubing was unclamped and infusion was restarted at approx 8:30am on (B)(6) 2014. No other signs and symptoms were reported.